Event description:
It was reported by the user site that on (B)(6) 2026, during use of a 3dimensions mammography system, the gantry began lowering on its own during a patient exam. The user site reported that the technologist attempted to bring the gantry back up, but the gantry continued moving downward. The user site also reported that the right-side foot pedal was not functioning. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device under a related work order. The fse ordered and replaced both foot pedals and the power control drawer. The fse verified the grounding pin movement in the footswitch connector and inspected the gantry-side terminals. The replacement power control drawer software was loaded by the fse, and the fse cycled all switches on both foot pedals several times. The fse reported that the system passed all tests and was verified to be operating according to manufacturer specifications. No further information is currently available.